Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The following MFR report numbers are related to this report: 1221359-2022-02320, 1221359-2022-02321, 1221359-2022-02322.

Event description:
The customer reported false negative results with the ID now covid-19 assay for multiple tests performed (B)(6) 2022. This MFR. Report addresses test 4 of 4. The customer reported a false negative result with the ID now covid-19 assay performed (B)(6) 2022. Pcr confirmation testing was performed and generated a positive result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m174864 with internal limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. Additionally, the manufacturing records and quality control release testing were reviewed for kit part number 191-000 / lot m174864 and test base part number 190-430 / lot m174864. Quality control release testing met specifications with no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, this device lot is performing as expected.

Manufacturer narrative:
The date of the initial report (b4) should be 23apr2022.